Manufacturer narrative:
(B)(4). The patient was no longer on antibiotics at the time of the report. The bag fluid was hazy and had no complaints of stomach ache. The hazy fluid was considered to be a manifestation of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with vanco (one gram, intraperitoneally) and amikacin (500 mg, daily intraperitoneally) for peritonitis. The patient is reported to be recovering from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.